Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the patient details were not showing under my patient on global search. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the server, verified the patient details and communication on health sight viewer and confirmed no errors were found and the patient details was showing on the system. Tss confirmed that the patient details were also showing on the server, area and nursing unit configuration was correct, ran a report, verified the inactive days and confirmed that it was set as 15 and the patient details were still showing. Tss instructed the user to share the patient details again and failed to open the secured mail from the customer's end. Tss performed follow ups, as there was no response the case was marked as closed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the patient details were not showing under my patient on global search. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.